Event description:
It was reported that the patient underwent a tlif at l5/s1 to implant posterior fixation. A damaged set screw was left in the patient beside left side l5 pedicle. It was found and confirmed on the post-op CT films. No patient complaint is reported. No removal procedure is reported at this time.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The suspect devices in use are lot # h09g9622, h09h2085, and h09j3798. The manufacture date for those lots is under requesting. The follow up report will be sent when the data is confirmed. Post-op x-ray and CT show l5/s1 construct ap and lateral views. CT scan shows set screw medial to left l5 screw. It was left in patient.